Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they got hospitalized due to low blood glucose around (B)(6) or (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer used food to treat the lows. The customer stated they had a high before they went low. The customer experienced symptoms such as being unresponsive and confusion. The customer was wearing the insulin pump during the incident. The customer alleged pump over delivery. Troubleshooting was completed but did not resolve the issue. The customer stated their pump drive support cap was sticking out. The insulin pump will be returned for analysis.